Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, the stapler was able to fire and staples were formed. The surgeon has looked at the video of this procedure and saw no problems visible. However, patient was re-operated a day after the procedure was performed. It was stated that no staples seemed visible on both parts on the jejunum so both sides were open. A computed tomography (CT) scan was done and a surgical intervention was required to close open parts of jejunum by using a new stapler and the other side with sutures. This resulted to unanticipated tissue loss and permanent tissue damage. It was also stated that the surgical time was extended to 30 minutes or more and led to extended patient hospitalization but was unknown as to how many extra days were needed for the hospitalization. The patient incurred a permanent injury and is still at the hospital.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two videos of the event. Inspection of the first returned video noted the original gastric bypass procedure. In this recording multiple staplers can be seen applying properly formed staples. No staple line abnormalities were noted. Inspection of the second video noted the reoperation. Evidence of a leak can be seen within the cavity. The jejunum was noted to be open. Functional testing could not be performed as the physical device was not received. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.